Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the pump was used for demonstration purposes only. There was no patient involvement as the pump was not used for insulin therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
G6: previous supplement report was submitted as a follow up number 3 but should have been a follow up number 2 g6: previous supplement report was submitted as a follow up number 3 but should have been a follow up number 2

Manufacturer narrative:
D4 (no UDI number for this pump).

Event description:
Pump is a non-human use device. Device is for training purposes only. Pump does not have the capability to deliver insulin and there is no potential of adverse impact. Therefore, MDR reportability is not applicable.